Manufacturer narrative:
Correction: g3 - date received by manufacturer in (B)(4). On (B)(6) 2023 should have been "(B)(6) 2023" rather than being empty.

Event description:
It was reported that the patient presented with backup operation on the implantable cardioverter defibrillator. Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator was restored via programming changes. Patient condition was stable.